Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: additional product code: mni kwq. Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Reporter is (B)(6). Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the screw was found to be loosening and coming out of the 1 mm to 2 mm plate. It has not been decided whether reoperation will be performed. The patient had primary surgery of spinal fusion for the kyphosis with cage (acis) and the plate on (B)(6) 2021. The surgery was successful. No further information is available. This complaint involves one (1) device. This report is for (1) 4.0mm ti cortex expansionhead screw self-tapping 14mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9. Date device returned to manufacturer. H6 - codes updated to imdrf codes. The product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed no defects were found with cervspine-exp-headscr ø4 self-tap l14 ti. The dimensional inspection was performed for the cervspine-exp-headscr ø4 self-tap l14 ti and found within specification. The functional test was not performed due to the absence of mating device. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint cannot be confirmed for the cervspine-exp-headscr ø4 self-tap l14 ti. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed. The following drawing reflecting the current version was reviewed. Device history lot - the device lot number is unknown, therefore a mre review could not be performed. If more information become available, the record will be re-assessed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the screw was found to be loosening and coming out of the 1 mm to 2 mm plate. It has not been decided whether reoperation will be performed. The patient had primary surgery of spinal fusion for the kyphosis with cage (acis) and the plate on (B)(6) 2021. The surgery was successful. No further information is available. This complaint involves one (1) device. This report is for (1) 4.0mm ti cortex expansionhead screw self-tapping 14mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: additional product code: (B)(4). Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Reporter is (B)(6). Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.